Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis concluded the stim ins (B)(4) was functionally okay with insignificant anomalies.

Event description:
Additional information received from a healthcare provider reported that the device was explanted for no sensation and intermittent shocking even when the device was off.

Event description:
The healthcare provider (hcp) reported no stimulation sensation past 8.5 v. This had been a change in the past few weeks post implant (revision). There was no immediate change in therapy. The event date was noted to be march 2016. Impedance measurements were taken and all impedances were normal. There had been no patient fall so lead migration was not suspected. It was also noted the implantable neurostimulator (ins) had been intermittently turning off. No symptoms were experienced when the ins was off. No troubleshooting/interventions had been performed prior to the call. It was unclear when this had begun. Additional information received 4 days later via the hcp reported troubleshooting involved mapping each electrode combination and increasing as well as decreasing pulse width. They had also increased up to 8 v. No sensation reported past. The reported information is conflicting as it was initially reported there was no sensation past 8.5. The patient was programmed "per instruction" and to try all 3 programs for a week each. The cause was not identified as the patient demonstrated appropriate use of programmer and an x-ray was performed. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative reported that patient had initial relief and appropriate stimulation post replacement, then at approximately 2 weeks post implant she lost all sensation and symptoms relief. There was no environmental factors that may have contributed to the event. Impedances tests were ran and all were within normal limits. The healthcare professional (hcp) took an x-ray and reported it looked the same as at implant. Each electrode combination was increased to the max with no sensation; the patient also tried each electrode combination without any symptom relief. The full system was removed and replaced. The device was implanted on (B)(6) 2016 and explanted on (B)(6) 2016. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.